Event description:
It was reported that, during use, the proximal injection lumen of a swan ganz catheter had a crack that was distal to the hub. The issue occured post procedure. A long clot formed. At the time, there was blood around the area site on the blankets. Skin check was performed from head to toe and no other source of bleeding was identified. Catheter was removed and the cordis was left in place. Pac was placed on (B)(6) 2026 and removed on (B)(6) 2026. There was no patient harm.

Manufacturer narrative:
Additional product codes: dqo, dqe, kra, dqk, drs, dsb, dxn, qaq. Additional premarket submission: k231248. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.